Event description:
The center director of an ambulatory surgery center reported that during cataract surgery, the system displayed a message indicating that no footswitch was connected, and they could not clear the message. Approximately five minutes into the surgery, the system stopped functioning. The system was exchanged and the surgery was completed with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the customer reported problem. System messages (sm) "footswitch failure: eeprom read failure" and "unknown footswitch type is detected" were both observed. The company representative replaced the footswitch interface pcb (printed circuit board). Assembly and ordered a replacement footswitch to resolve the issue. The system was then tested and met product specifications. The replaced footswitch and interface pcb were returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).